Manufacturer narrative:
The account stated the left side rail cable is damaged due to being pinched by the side rail latch mechanism thus causing the side rail not to latch. No further information is available on the repair of the bed at this time. A follow up report will be sent once this information becomes available.

Event description:
The account reported left side rail will not latch. The bed is located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).